Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations are unable to communicate with the global find server. The technical support specialist (tss) referred the knowledge article (ka), "local logins slow, global find not working, delay in receiving patients and orders, & full sync failing", performed initial verification, noticed that tcptestsucceeded was returning a value of false, indicating a network connectivity issue and informed the customer to contact the hospital information technology team. The tss worked with the customer, referred to the ka, "global find not working - net.tcp port sharing service not running", verified net.tcp port sharing services was running, tried to restart, the customer identified that tpc port 8088 was listening from station with the server, the customer then tried copying rule port 808 to 8088, and tried to test-netconnection, which was successful. The customer tested and confirmed global find was working as intended. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations were unable to communicate with the global find server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.